Event description:
It was reported that the patient's right ventricular (rv) lead exhibited undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2002. (B)(4).